Event description:
Same case as manufacturer's #: 6000093-2004-00666. After a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab and had two taxus stents placed. The lesion was in the right coronary artery (rca) and was predilated. It was noted that fluoroscopy and ivus showed no calcification. One taxus express2 8.8% 3.0 x 8 mm stent was successfully deployed at 8-15 atms for 50 seconds and then slightly overlapped with a second taxus express2 8.8% 3.0 x 16 mm stent. No post-dilation was performed. The following day the pt returned to the cath lab with chest pains. It was determined the pt had a thrombosis in the rca. The physician was able to get a guidewire down the rca and an angiojet was used to remove majority of the thrombosis. After the angiojet two pixel 2.0 x 8 mm stents, two cypher 3.0 x 13 mm stents and one cypher 2.5 x 23 mm stents were placed distally from the thrombosed taxus stents. In addition, one cypher 3.5 x 13 mm stent was placed proximally from the thrombosed taxus stents. No additional intervention was noted. Pt status is reported as "good."